Event description:
The report from the affiliate indicated that the 3.0 x 33mm cypher could not be placed. During withdrawal, the shaft broke off. Both parts were saved without adverse effects on pt.

Manufacturer narrative:
The product is available for testing. Add'l info will be submitted upon 30 days of receipt. Please note; this ous cypher select sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.